Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. An interrogation of the implantable cardioverter defibrillator revealed that the device was in backup operation. The device was successfully restored with programmed parameters. The patient was in stable condition.